Event description:
This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and the core shaft of the device was broken in half causing the device to fall apart. Since the core shaft was broken in half, it was not possible to verify the torque function. It is unknown if the device, which is older than 3 years, has ever been serviced. This complaint is deemed invalid from a manufacturing standpoint.

Event description:
It was reported that during a procedure to place a zero-p at c5-c6, the surgeon was doing the final tightening of a screw and the torque limiting attachment fell apart into three pieces. The surgeon used another torque limiting attachment to complete the procedure with no adverse effect to the patient.